Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device was experiencing syncopal episodes. While in the emergency room, loss of capture (loc) was noted. The device system was tested and loc was able to be replicated when the patient reached their arm across the right side of their body. It was also mentioned that noise was present. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.